Manufacturer narrative:
(B)(4). One used transfer set was received in reference to the reported condition of bent. The transfer set was visually inspected and noted that the tip of the spike was bent inward and base of spike bent backwards. No other visual defects were noted. This report was confirmed in the lab. A batch review was not performed due to unknown lot number. Based on the information obtained from baxter's investigation, the root cause was not determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that a spike was bent on the transfer set during peritoneal dialysis (pd) therapy. The nurse stated the damage resulted from problems with changing the solution bags. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.